Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2012 and mesh was implanted. Following the procedure, the patient experienced pain, muscle spasms and could not eat solid food. The patient underwent mesh explantation on (B)(6) 2014.

Manufacturer narrative:
(B)(4) ¿ pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). It was reported on follow-up, by the patient, that she had an emergency appendectomy that resulted in a large hernia at the belly button which was repaired on (B)(6) 2012 and mesh was implanted. Immediately following the procedure, the patient experienced an ileus and spent a week in the hospital. The patient also reports severe pain right after surgery, intermittent muscle spasms and the inability to eat solid food. The patient told her doctor to remove the mesh but the physician suggested pain management. The patient reports that she underwent another procedure by a different physician on (B)(6) 2014 to repair the hernia, explant the mesh and that 36 screws were removed from her stomach. The patient states that she woke up pain free from this procedure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.